Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical manager reported via phone call that customer's insulin pump had multiple error alarms. Customer's blood glucose value was unknown. Clinical manager stated customer was in the hospital. Customer stated the pump was stored without a battery. Insulin pump will not be returned for analysis.